Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG self test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.